Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 447 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue. The customer did not return the product back for analysis. The customer stated that they had issues connecting their sensor to their transmitter. The customer was informed that they need to have the devices closer together to resolve the issue. The customer was informed to adjust the location of the devices and monitor the product for any further issues.